Event description:
Healthcare professional reported "seroma" and "capsular contracture baker grade ll/lll". This record is for right side. The device was explanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade ii/iii.